Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No conductor wire insulation damage observed. Additional observations were found during failure analysis but was not reported by the customer: the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.094 - 0.147 in length and were not aligned with the tube axis. Scratch marks /abrasions of the instrument main tube is typically attributed to mishandling/misuse.

Event description:
It was reported during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument wire broke. The procedure was completed with no reported injury.